Event description:
It was reported to philips that the system host-pc was faulty. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and continued after restart. It was reported to philips that system crashed. Upon troubleshooting the philips field service engineer (fse) checked the system onsite and found software issue. To resolve the issue, fse reinstalled host pc software. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.